Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic pulmonary lobectomy surgery, upon dealing with fissure tissue, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. The surgeon replaced both the reload and handle to complete the operation. There was no patient injury.